Manufacturer narrative:
On march 6, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 3/10/2020, mentor became aware that the patient only experienced right breast implant deflation. The left breast implant was found to be intact upon removal. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On april 3, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, a tear measuring approximately 4 cm was noted on the posterior view, causing a deflation. Microscopic examination was performed and the cause of the rupture could not be identified. Causes of deflation of saline- filled implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation with two 475cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral deflation, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (left) 450cc mentor smooth round moderate plus profile saline, catalog: 3502450, lot: 7740253, sn: (B)(4) and (right) 450cc mentor smooth round moderate plus profile saline, catalog: 3502450, lot: 7745030, sn: (B)(4). This medwatch form is for the left breast prosthesis.